Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms, in addition to noise and oversensing that resulted in delivery of an inappropriate shock. The lead was reported to be fractured. Tachycardia therapy was programmed off in the device, and the patient was given a lifevest with plans to schedule a lead replacement procedure. Additional information was received that surgical intervention was undertaken. The lead was explanted and replaced. No additional adverse patient effects were reported. The product is in hospital possession at this time. If the product is returned, analysis will be performed and this report would be updated at that time.